Manufacturer narrative:
The carefusion failure analysis technician evaluated the main pcba, installed in known good unit, powered on in service mode entered event log, notice multiple xdcr fault events recorded (0, 0, 475). Perform xdcr calibration on 0cmh2o for pt800 pass. Powered on in operating mode with oscilloscope connected to xdcr pt800 and solenoid s902, reported problem was duplicated at power up. Findings/root-cause: reported problem was duplicated and isolated to slow solenoid on main pcba.

Event description:
The customer reported that while in patient use the ventilator gave transducer fault and shut down with audible and visual alarms. The patient was removed from the ventilator and placed on another ventilator, no patient harm.

Manufacturer narrative:
The customer evaluated the ventilator and determined that replacement of the main pcb fixed the reported issue.